Manufacturer narrative:
(B)(4). Eval results and conclusion: (mi). No conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
A micro driver rx stent diameter 2.5mm length 8mm was implanted in the proximal lad during index procedure overlapping a previously implanted non-medtronic stent subsequent to a dissection. Approx 3 months post index procedure the pt suffered a non-q-wave mi. It was reported that the pt had stable angina since the index procedure and was readmitted to hospital approx 3 months post stent implant with unstable angina and a subsequent rise of markers. An angiography revealed severe left main stenosis. Two days later, the pt underwent revascularization of the lmca with placement of two non-medtronic stents. The investigator reports that the event had no relation to the study device /procedure and was not life threatening. Pt had stable angina at 6 month f/u and was asymptomatic at 1, 1.5, 2 and 2.5 yr follow ups. No add'l clinical sequelae were reported.